Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (short reverse funnel-shaped proximal neck); incorrect technique/procedure (poor visualization) evaluation conclusion: device failure/lack of effectiveness related to patient condition (short reverse funnel-shaped proximal neck); operational context contributed to event (poor visualization).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that this patient had a horse shoe shaped kidney and there were 6 or 7 accessory renal arteries. Below these accessory renals there was a 9 mm reverse funnel shaped neck. The stent graft was implanted below the lowest accessory renal artery in order to preserve it; however, the stent graft was not visualized properly and landed low (at the bottom of the neck) with 1 mm of seal and a large type 1 endoleak. The physician decided to place a proximal cuff. The supra renal aorta was smaller than the infrarenal aorta and when the cuff was placed there was a still a proximal type 1 endoleak present. This was ballooned but the leak was still present. The patient had received too much dye during the procedure, so the decision was made to leave it alone and to evaluate in > 30 days. No additional clinical sequelae were reported, and the patient is fine.